Event description:
During a pocket revision procedure, the surgeon used electrocautery. The device labeling states monopolar electrocautery should not be used as it may cause permanent damage to the implant. The surgeon decided to implant the pt with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted ipg was kept by the medical facility and will not be returned for eval.